Manufacturer narrative:
The reported event of noise was confirmed. A partial lead with the connector portion measuring 10.1 cm and distal portion measuring 41.6 cm were returned for analysis. External insulation abrasion exposing the outer coil was noted at 2.2 - 2.8 cm and 2.4 - 2.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. External insulation abrasion exposing the outer coil was noted at 34.5 cm - 34.8 cm from the distal tip consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented via remote transmission, noise was noted on the right atrial(ra) lead. The lead was explanted and replaced. The patient was stable.